Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell, green and black particles leak test and microscopic analysis was performed which identified: sharp opening on posterior, sharp broken on anterior, sharp broken on plug strap and creases fold. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp broken on anterior due to an unidentified (tear) opening. A sharp opening on plug strap due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Device has been explanted.